Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that he has treated with various creams (no information was provided on product names) from dermatologist. The end user was advised to use either stomahesive powder and barrier wipe to crust affected skin or to use duoderm which end user currently hasto cover skin. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: (B)(4) 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reports for two years peristomal skin has been denuded and unable to keep wafers on for more than two days.